Event description:
The customer stated a false positive troponin was generated on the architect i2000sr for one patient. The sample generated an initial arch troponin result of 0.065 ng/ml. The customer's diagnostic reference range was not provided. The sample generated negative results on the axsym (<0.02) and on the vidas (0.01). The patient's ECG was negative. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted due to migration of the electrode array. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).